Manufacturer narrative:
(B)(6). Results: (B)(4) samples from same lot were returned for evaluation by customer. Returned samples showed the customers indicated failure. A review of the DHR is not required, refer to CAPA (B)(4). Conclusion: situation analysis (B)(4) has been issued for documentation related to this lot of cracked female luers as well as CAPA (B)(4). The suspected root cause is a buildup of 100% silwet l-8620 and cross contaminated between the wing feeder and the fgl. The results of experiment pbbcs15-001 indicate that silwet l-8620, when used to lubricate the wing feeding station, can migrate to the fgl, wing feeding rail and auger, this can cross contaminate the silwet onto the fgl, causing the female luer to crack. Refer to CAPA (B)(4).

Event description:
It was reported that blood leaked from the luer lock of a 23 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter. No injury, blood exposure or medical intervention reported.